Event description:
A report was rec'd that a pt is experiencing abdominal pain. The physician does not believe that the pain is caused by the device. However, the pt is expected to undergo an explant procedure.